Event description:
Reporter stated that the surgeon was inserting +32.0 diopter collamer single piece intraocular lens model cc4204bf in the eye with the ftp indigo plunger and the plunger tore the lens. The patient's incision was enlarged to remove the lens and put in a different model lens and sutured the wound.